Manufacturer narrative:
A review of product labeling determined that the issue is adequately addressed. The customer did not return the discrepant patient sample for evaluation by abbott, therefore, a retained kit of architect anti-hbc igm reagent, list number 6c33-25, lot number 08035li00 and 05615li00, were calibrated and the calibrations met instrument specifications. All control values met control specifications and were in the typical range. To evaluate reagent sensitivity, an additional 15 replicates of (B)(6) igm positive control were tested and the results were within typical range. One commercially available seroconversion panel (biomex scp-hbv-002) was tested using reagent lot 08035li00 and 05615li00 to assess the clinical sensitivity of the reagent lots. The results were compared with architect anti-hbc igm test data from the manufacturer (biomex s) for these seroconversion panels; reagent lot 05615li00 and 08035li00 detected the same bleeds (B)(6) as the data provided by the manufacturer. Review of complaint records lot numbers 08035li00 and 05615li00 did not identify any problems relating to (B)(6) architect anti-hbc igm results. Based on the evaluation, architect anti-hbc igm reagent, list number 6c33-25, lot number 08035li00 and 05615li00, are performing acceptably.

Manufacturer narrative:
No consequences or impact to patient (B)(4); false (B)(6) result (B)(4). An evaluation is in process. A follow up report will be submitted when the evaluation is complete.

Event description:
The customer observed discrepant architect anti-hbc igm patient results from one patient with two different hbc reagent lots as follows: sample 1, (B)(6) with reagent lot 08035li00. On (B)(6) 2012, sample 2 generated a (B)(6) result of (B)(6) with reagent lot 05615li00. Repeat testing of both samples on (B)(6) 2012 generated results of (B)(6) respectively. The customer generated (B)(6) architect anti-hbc total results of (B)(6), respectively, for both samples. The samples were sent to another lab and (B)(6) anti-hbc results were generated with the vidas method. The discrepant results were reported to the medical provider, however, there was no adverse impact to patient management.